Event description:
Implanted a lens but it was damaged as it was being inserted. The lens was removed in pieces with no pt injury. Another lens of the same type was implanted. The model and lot numbers of the injector and cartridge used were not provided by the facility.